Event description:
During an in clinic follow up, inappropriate automatic mode switch and noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative maneuvers were performed; the noise was reproduced. During the revision procedure, ra lead insulation damage was visually confirmed. The ra lead was capped and replaced to resolve this event. The patient was stable.